Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial (B)(6) . Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot (B)(6) ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that everything was normal until this morning as when they hooked it up this morning it went dead and it's dead and it wouldn't respond to the charger; pt confirmed that they were trying to recharge the implant (ins) this morning when the controller went blank and wouldn't power back on. Pt noted that they reset the controller this morning, however the issue was not resolved. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply and ensure that the battery pack was fully seated in the controller; pt confirmed seeing the greenlight flashing on the controller. Pss had the pt unlock the controller and check the batteries screen; pt stated that the ins battery was at 30%, however the controller battery didn't have a percentage indicated and that there was just a battery with a wall plug icon; recharging was not indicated next to the controller battery; the controller light was also solid green and was not flashing. Pss had the pt unplug the ac power supply from the controller; pt stated that the controller went blank. Pss had the pt reconnect the ac power supply to the controller; the controller powered back on so the pt unlocked the controller. The batteries screen was displaying the same way as before and recharging was still not indicated next to the controller battery and the controller light was still solid green. The issue was not resolved.